Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the following. The reported phenomenon was duplicated at the facility regardless of whether the endoscope was connected or not immediately after the repair. Therefore, it was presumed that the reported phenomenon occurred due to the work during the repair. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The referenced device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france(ofr). Evaluation was able to reproduce the reported phenomenon. It was identified that the malfunction was caused through disconnected cable located inside the referenced device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the indicators on the front panel of the referenced device were blinking. In addition, an e300 error message "connect the scope again" was displayed. There was no report of patient injury associated with this event. It was not provided the other detailed information.